Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr device. The physician met some resistance upon entering the pt's moderately calcified and tortuous vessel. Upon removing the device, the physician again encountered resistance, and was unable to remove the device from the vessel. The physician continued to pull on the device, and successfully removed it from the pt's groin. Manual compression was applied to achieve hemostasis. The following day the pt underwent surgery to repair vessel damage. No other pt info is known.